Event description:
It was reported that a lead was implanted. Impedances were measured three times, and all impedances were over 10,000 ohms. The hcp attempted to control the position of the lead in the cable adaptor, and another cable adapter and another programmer were used with the same results. A new lead was implanted and all impedances were within normal limits. There was no patient injury, and the patient outcome was reported as ok.

Manufacturer narrative:
Analysis of the lead model 3877-45 lot found broken conductors. The proximal end of the lead was ok, and there were setscrew marks in the correct location. The #0 conductor was broken in the electrode area 0.9cm from the distal end. The outer insulation was intact and the lead stylet coil was ok. The distal end of the lead was ok. There were no shorts between circuits. There were open circuit(s).

Manufacturer narrative:
Lead: model 3877-45, lot# 0205304713, implanted: unknown, explanted: unknown.